Event description:
A customer contacted beckman coulter inc. (Bec) stating that the unicel dxc 600i synchron access clinical system was generating a false high potassium (k) result of 6.19 mmol/l for one (1) patient sample. The erroneous result was not reported out of the laboratory. The result flagged as critical high, and result of various chemistries from this same sample were suppressed with a "probe obstruct" error. The sample was rerun with a k result of 7.58 mmol/l. The customer had the sample redrawn and generated results of 3.50 and 3.56 mmol/l. The original sample was rerun with a result of 3.82 mmol/l. Treatment was not initiated or withheld based upon the false high results reported.

Manufacturer narrative:
The sample is believed to have been collected in a serum separator tube. The customer attempted to check the sample after the event. There was none left to determine if it had been hemolyzed or clotted. The customer did state that the grey top tube drawn with the original tube was slightly hemolyzed. Qc run prior to the event was within lab-established ranges. Qc was not run after the event. A field service engineer (fse) was dispatched and evaluated the instrument and found no issues. Ise health check testing passed specification. Root cause is unknown, but believed to be a sample quality issue.